Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered 29 units of insulin. Customer stated that she never takes more than 26 units of insulin. The blood glucose reading was over 600 mg/dl the previous day. This morning the blood glucose reading was 400 mg/dl. Customer has been treating with insulin every hour. Customer called her physician for assistance with high blood glucose. Customer changed the batteries in the insulin pump and the blood glucose levels started to decrease. Customer was thirsty, headache and hairy mouth. Customer treated with manual injections. The current blood glucose reading is 185 mg/dl. Nothing further reported.